Event description:
Surgeon reported, "band leakage" and "adjustment failure". Damage noted at tubing-collar junction.

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however the analysis has not been completed at this time. Device labelling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."